Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to have a cracked enclosure and tank cover. Device underwent functional testing, confirming the reported customer complaint. Damage to the pcb used set the overtemperature alarm, and the problem source has been determined to be user interface.

Event description:
Information was received that device had high temp alarm. No adverse effects reported.